Event description:
A pt was treated on 3/20/97 into the left cheek. The physician was injecting the material, when suddenly, the material splattered onto the pt's face. The needle became disconnected from the syringe and was found between the pt's shirt and neck. There was no injury to the pt.